Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia after taking correction insulin while not meal announcing, leading the care team to perform a factory reset of the ilet system; after the reset, the patient reported a glucometer reading of ¿low¿ (below 22 mg/dl) and treated with oral glucose, and no further low glucose events were reported. Symptoms included confusion/disorientation consistent with hypoglycemia. Outcomes included medication treatment for the event without hospitalization. Investigation included communication with the patient and provider and analysis of user-provided information. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.